Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd a-line¿ had hemogard shields in the package. This was discovered before use. The following information was provided by the initial reporter: 2 hemogard shields were in the package.

Manufacturer narrative:
Correction: this complaint is not MDR reportable. Too many or too few product may lead to customer dissatisfaction but it is unlikely to lead to any degree of harm. H3 other text : see h.10.

Event description:
It was reported that bd a-line¿ had hemogard shields in the package. This was discovered before use. The following information was provided by the initial reporter: 2 hemogard shields were in the package.